Event description:
Customer reported a hospitalization due to low blood glucose. Customer's blood glucose reading was 117 mg/dl earlier on the night of the hospitalization. The customer then ate and bolused around 9:30pm. At 2am that same same night the customer got up to get some glucose but had to sit down and his son called the paramedics. Customer's blood glucose reading was 25mg/dl when the paramedics arrived. Customer stated that he was not wearing his continuous glucose monitoring device. Customer declined troubleshoot and stated that he is comfortable using the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.